Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refs0847 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "when trying to split peel away red part broke off and rest of peel away migrated into the vessel." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a ptfe microintroducer sheath. The handle had been split and both segments were completely detached from the ptfe sheath. A sharp kink was evident near the proximal end of the sheath. Sheath damage was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include mechanical damage and poor bonding between the sheath and the handle.

Event description:
It was reported "when trying to split peel away red part broke off and rest of peel away migrated into the vessel." No other information was provided.